Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 8 june 2020: lot 1901382: (B)(4) items manufactured and released on 21-jun-2019. Expiration date: 2024-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 1810221. Batch review performed by medacta regualtory affairs department on 8 june 2020: lot 1810221: (B)(4) items manufactured and released on 18-dec-2018. Expiration date: 2023-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: amistem p 01.18.404 amistem-p std stem size 4 (k173794) lot. 1902226. Batch review performed by medacta regualtory affairs department on 8 june 2020: lot 1902226: (B)(4) items manufactured and released on 18-jun-2019. Expiration date: 2024-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 1811842. Batch review performed by medacta regualtory affairs department on 8 june 2020: lot 1811842: (B)(4) items manufactured and released on 08-apr-2019. Expiration date: 2024-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The patient came in 7 months after the primary surgery due to signs of infection and the pathogen has been identified as (B)(6). The surgeon performed washout, removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.